Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer blood glucose was unknown at the time of incident. The customer stated that the reservoir was able to lock in place when inserted into insulin pump. Customer was advised to that the insulin pump will need to be replaced and customer refer to back up plan. The insulin pump will be returned for analysis.